Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received with a non-allergan needle still attached to syringe, in an opened tray. Cracks observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc, the needle "would not screw in well" when being inserted into the hub. Once injecting, healthcare professional noticed the "product was coming out." Another needle was applied, at which time, the syringe "cracked." Patient contact was made. No injury occurred. The packaged needles were used and this was the initial use of the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc, the needle "would not screw in well" when being inserted into the hub. Once injecting, healthcare professional noticed the "product was coming out." Another needle was applied, at which time, the syringe "cracked." Patient contact was made. No injury occurred. The packaged needles were used and this was the initial use of the syringe.